Manufacturer narrative:
(B)(4). Twenty-one days after admission, the patient was discharged from the hospital and was reported to be recovered from the peritonitis event. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced a breach in aseptic technique which resulted in peritonitis coincident with peritoneal dialysis therapy. The breach in aseptic technique was further described as the patient did not clean area before starting therapy. Peritonitis was manifested by cloudy effluent and abdominal pain. On the same day, the patient was hospitalized for the event. The patient was treated with unspecified antibiotics for peritonitis. At the time of this report, the patient was recovering from the peritonitis event. Dianeal therapy was ongoing. It was not reported if the patient was retrained on aseptic technique. No additional information is available.

Manufacturer narrative:
(B)(4). This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.